Manufacturer narrative:
(B)(4). Batch number: p5770d. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with a gst60g cartridge loaded on the device. The cartridge reload was received partially fired. Consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the condition of the internal components and frame separation was noted, which has been found to be related to the device automatically returning after a partial fire on thin tissue. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a sleeve gastrectomy procedure that on the first firing with a green reload the stapler; stapled and cut 1/3rd of the way and then the device automatically had intermittent firing (¿studdered¿ surgeons description) and stopped about half way down without completing the full firing sequence and when surgeon released the trigger the device automatically reversed itself as if it completed the firing sequence. Another like device was used to complete the procedure. The surgeon had to make the firing closer to the pyloric valve to incorporate the previous partially cut stomach on the remnant portion of the stomach. There were no adverse consequences for the patient.